Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up in error. This case was submitted as the result of a retrospective review. The appropriate device details were provided and the relevant device manufacturing records were retrieved and reviewed, it was found that this instrument conformed to material and dimensional specification when manufactured. The manufacturing process for this instrument is currently being updated. Based on this, corin now considers this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The scales on a unity patella calliper is almost unreadable due to rust/corrosion.